Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe tip did not fit into the cannula. An alternate laser probe was used to complete the case.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on february 21, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample did not show any non-conformities. The sample was inserted into a 25-gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.0201-0.0202, meeting specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).